Event description:
It was reported that during a meniscal repair procedure the t2 implant did not deploy from the fast-fix device. All t implants were removed from the patient and a backup device was used to complete the procedure. A two minute delay was noted and no patient impact as a result.

Manufacturer narrative:
Visual assessment shows the device was received in poor condition and was bent. This device was returned with no t¿s and had a small section of used suture adhered to the depth limiter. This device advances but does not lock in place. After the evaluation, the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.